Manufacturer narrative:
Other, other text: device evaluation: one cadd cassette reservoirs sample with video and picture was received for analysis. The returned sample was received in used conditions inside a plastic bag without its original packaging. The samples were visually inspected at a distance of 12? To 16? Under normal conditions of illumination according un procedure ?visual inspection? Md01-003 rev. 102. Section 3.0. And no discrepancies detected. Functional testing was performed by using a syringe to infuse water into the cassette and sample leaking was found. Therefore, the customer reported problem was confirmed. According to the investigation, root cause investigation and corrective actions will be followed by the investigation process. The problem source of the reported problem is manufacturing process.

Event description:
Information was received that cadd cassette reservoirs - flow stop leaked. There's a speculation that there's a hole in the bladder. There were no adverse events reported.